Event description:
Procedure: lap gastric bypass. Reportedly, the device misfired and there were malformed staples going across gastric pouch with excessive bleeding. The surgeon sutured to complete the procedure. There was no patient injury reported.